Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was "low" (specific value was not provided). Customer required assistance consuming carbohydrates to address bg level. Reportedly, tandem technical support (cts) provided pump reset instructions to customer to resolve issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.